Event description:
During a qa inspection, it was observed that the normal field of view (fov) collimation error exceeded tolerance. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When it becomes available it will be reported as required.